Event description:
An attempt was made to deliver an endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the lcx. The target lesion was described as a severe lesion with severe angulation. The device could not cross the lesion and was removed. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Device evaluation: the distal tip was flared and damaged. The stent was positioned between the two inner markers but had moved 0.5mm distally. Crimp impressions were evident on the balloon. Stent struts on the 3rd and 6th proximal segment were slightly raised and deformed. Stent struts on the 4th, 5th and 6th segments were raised, overlapping, stretched and pulled distally. Stent struts on the 10th proximal segment were raised and damaged. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (severe lesion with severe angulation). Evaluation conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent). Device failure/lack of effectiveness related to patient condition (severe lesion with severe angulation).